Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the device was inserted, specimen placed in bag with little pressure. The seal at the top of the bag was released from the deployment portion of the device but the bag detached from the ring. Surgeon was able to cinch the bag and continue retrieving the specimen, but noted that the bag broke and came apart without effort or force before it was ready to release. There was no patient injury.